Event description:
It was reported that one day following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), standard defibrillation threshold testing was performed, with successful conversion of the induced arrhythmia. However, the impedance of the delivered shock was noted to be low and out-of-range (25 ohms). Boston scientific technical services (ts) was contacted for review, and it was discussed that there was evidence of potential fluid accumulation in lungs, but that this must be verified by the physician. It was confirmed that the system connection was appropriate; nevertheless, it was recommended to assess for potential artifacts during maneuvers. At this time, this s-ICD system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that one day following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), standard defibrillation threshold testing was performed, with successful conversion of the induced arrhythmia. However, the impedance of the delivered shock was noted to be low and out-of-range (25 ohms). Boston scientific technical services (ts) was contacted for review, and it was discussed that there was evidence of potential fluid accumulation in lungs, but that this must be verified by the physician. It was confirmed that the system connection was appropriate; nevertheless, it was recommended to assess for potential artifacts during maneuvers. The patient was discharged from the hospital and is continuing with normal monitoring. At this time, this s-ICD system remains implanted and in-service. No adverse patient effects were reported.